Event description:
It was reported the patient was admitted to the hospital on (B)(6) 2024 to (B)(6) 2024 due to pump not working, patient had cellulitis and shortness of breath. Per reporter the patient was put on IV remodulin. There was a patient involvement and a patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period. A service history review (shr) couldn't be conducted as no serial number was provided.